Manufacturer narrative:
**Other devices involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 12/31/2016. (B)(4). Device available: yes, 5/2/2017. Device evaluation anticipated, but not yet begun manufactured 12/18/2015. Not labeled for single use. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 12/31/2016. (B)(4). Device available: yes, 04/27/2017. Device evaluation anticipated, but not yet begun. Manufactured: 12/14/2015. Not labeled for single use. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 12/31/2016. (B)(4). Device available 04/27/2017. Device evaluation anticipated, but not yet begun manufactured 12/04/2015. Not labeled for single use. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating power switching after analyzing log files, which showed irregular battery function. No effect on patient. In order to meet (B)(6) regulations controller was not exchanged until conversion to controller 2.0 due to the bad underlying health of the patient, however batteries were exchanged. No further information was provided.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery di #:(B)(4) evaluated by MFR: yes. (B)(4) - battery di #: (B)(4) available for eval: yes, 04/27/2017. Evaluated by MFR: yes. (B)(4) - battery . Di #: (B)(4) evaluated by MFR: yes. It was reported that the patient was experiencing power switching events. Three controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and a controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the log files revealed a few cases of power switching due to momentary disconnections involving (B)(4). In addition, log file analysis revealed premature power switching events due to communication errors involving battery (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. It was reported that the patient was experiencing power switching events. Three batteries were returned for evaluation and the controller ((B)(4)) was not. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a test controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors involving (B)(4). (B)(4) was found only to have power switching due to momentary disconnects. (B)(4) was the only battery that was not associated with any power switching events. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections. **other devices involved in this event: (B)(4) - battery. Di #:(B)(4). (B)(4) - battery. Di #: (B)(4). Device available for evaluation: yes, 04/27/2017. Device evaluated by MFR: yes. (B)(4) - battery. Di #: (B)(4). Device evaluated by MFR: yes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated conclusion: it was reported that the patient was experiencing power switching events. One controller and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and the batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and a controller was stable. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the log files revealed a few cases of power switching due to momentary disconnections involving (B)(4). In addition, log file analysis revealed premature power switching events due to communication errors involving battery (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware is investigating momentary disconnections. If information is provided in the future, a supplemental report will be issued.